Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. The following products were used in the surgery: product ID , lot number , quantities (B)(4).although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion at l5-s1 due to decompression. Intra-op, the first cement batch was prepared according to the "st" guide. It was administered to the bone filler devices in time but was impossible to fill. The surgeon felt that the lumen was too thin. The cement was already burnt. Had to throw four bone filler devices and start all over with a new cement and cds gun instead. Went better but when the four screws were filled the fns drivers couldn¿t be removed. Two screws were pulled back as they didn¿t have any good purchase anyway and changed to larger solid screws (7.5x45). The other two was left in place as they had very good purchase in the bone. The driver was cut in half and the internal parts that had some kind of hard pressure on the screw tulips could finally be released and removed. The procedure took about 1.5-2 hours longer time than expected due to this event. No patient complications were reported due to this event.